Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 03.632.036, synthes lot number: 9907548: release to warehouse date: february 4, 2016. Supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a l4 to l5 transforaminal lumbar interbody fusion (tlif) on (B)(6) 2016, the surgeon had issues with two matrix long holding sleeves. The first holding sleeve broke while placing the right l5 screw (7.0mmx40mm). During the insertion of the screw the surgeon had some difficulty disengaging the holding sleeved and the surgeon cranked on it a little bit more and then the tip of the holding sleeve broke off. When the surgeon removed the instrument they found the broken tip on top of the screw head and it was removed with suction. A second matrix holding sleeve was used to insert another screw on the left l5 the scrub tech had a difficult time loading the bone screw. She said it seem to have a grinding sensation while trying to load the screw. Eventually she was able to load the screw and the screw was implanted. The holding sleeve was inspected after the case and noticed some nicks on the top of the threads. The patient was unharmed during the procedure and the outcome was good. There was no surgical delay. Concomitant devices reported: screw (7.0mmx40mm) (part # unknown, lot # unknown, quantity # 1). This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date subject device was received by synthes manufacturer for evaluation. The subject device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned device was examined and the complaint condition was able to be confirmed as the device with lot 9907548 was found to be broken and missing a fragment (approximately 6.5mm x 4.5mm x 1.5mm). Additionally, the device was returned without its outer-sleeve. No definitive root cause was able to be determined; however, the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve - long is one of ten utilized during screw insertion for the matrix spine system. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ minimally invasive system. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. A design change was implemented to address the failure mode of the holding sleeve¿s threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instruments were manufactured after the implementation of these changes. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.